Manufacturer narrative:
The reported event of failure to interrogate was confirmed. As received the device had no telemetry and no output. A longevity calculation was performed and found the battery depletion was premature based on device usage. Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid circuitry. The cause of the premature battery depletion was due to excess current on the hybrid.

Event description:
It was reported that the patient presented for a follow up. The patient's pacemaker failed to interrogate with the programmer. The device was explanted and replaced. The patient was stable.